Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24 synergy ii stent was advanced to treat the target lesion. However, upon entering the guide catheter, the stent got dislodged from the delivery system inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.